Manufacturer narrative:
G4: 19feb2020 b4: (B)(6)2020. An exhalation flow sensor assembly, serial number (s/n): (b0(6) was returned for analysis revealed the heated film element is damaged with a missing element. An investigation was performed and the customer complaint of the flow sensor mismatch error was not duplicated. The failure with this exhalation flow sensor was caused by the heated film element damage. An investigation was also performed on the returned air flow sensor s/n (B)(6). The part was tested with no failures identified. The failure was isolated to the exhalation flow sensor s/n (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The customer complaint of the flow sensor mismatch error was not duplicated. The failure with this exhalation flow sensor was caused by the heated film element damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 10 sep 2019 date of report received: 11 sep 2019. The field service engineer confirmed the sensor, air/exhalation flow and the sensor, oxygen flow was replaced and all tests have passed. The system is now in customer use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26july2019.

Event description:
The customer reported out of range air lift off value. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.